Manufacturer narrative:
(B)(4) date sent: 11/7/2016. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: for clarification, as it was reported, the tissue pad began to burn, taking off the jaw. Does this mean that the tissue pad detached form the clam arm and fell off? Or, did the tissue pad melt? The sales rep informed the tissue pad melted but did not detach from jaw.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a rectosigmoidectomy procedure, the tissue pad started loosening; the tissue pad began to burn, taking off the jaw. This disrupted the doctor's performance in the surgery so the device was replaced by another one. There were no adverse consequences for the patient reported.